Event description:
It was reported that pump declared alarm 20 during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support, loaded new cartridge using proper technique, successfully resumed insulin delivery, and no additional issues were reported.